Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the image is not visible due to a locking mechanism failure of the video connector. A definitive root cause could not be identified. Per the instruction manual: "when an endoscope, video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation found the locking mechanism to be faulty. Additionally, the front panel was cracked, and the device have some cosmetics damages. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned the olympus hd autoclavable camera head to the service center. Upon inspection and testing, it was observed that there was no image due to a faulty cable unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.